Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of huan0245 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2017, that the device was opened and a hole in the tubing was noticed near the hub. The product was not used on the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed, and the cause is determined to be use-related. The device returned was found to be one t/l hickman-style catheter. Visual observation found that the clamps were engaged, and there was a small ragged hole very near the white luer adapter on the extension leg. A small depression was also noted on the red lumen clamping sleeve just under the red luer adapter. Functional testing found that the device was patent through both lumens, but flushing the white lumen with the catheter clamped resulted in leaking in multiple places around the distal end of the white adapter. The catheter burst further down the line during testing while clamping. Tactual evaluation found tensile weakness in the distal tip of the catheter and a hard localized substance in the main tubing, suggesting precipitation of infusate. Multiple depressions were found in both the red and white line clamping sleeves. Microscopic evaluation found the hole to be ragged and approximately transverse to the catheter. About 180 degrees from this hole, depressions were found about the same distance from the luer adapter, with evidence of tearing in this region also. Evaluation of the inside of the catheter found holes on the inside of the lumen in the region of the hole first noted, and in the region of the depressions opposite this hole. The configuration of the holes, being opposite each other and up against the luer adaptor, over the luer adaptor stem, is consistent with clamp damage. Further, the uneven nature of the holes is consistent with tearing. The hard material within the lumen, closed clamps, and multiple depressions consistent with clamping are all indicative that the catheter was manipulated and probably flushed before it was returned for evaluation. Clamping next to the luer adaptors is a known cause of holes and leakage in this area. The extension legs have a region set aside as a clamping area, away from the luer adaptors, and delineated by printing. The following IFU statements may also be helpful: ¿clamping the catheter selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: 1. Use only smooth-edged clamps. 2. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. (See diagram). 3. Follow the directions of your doctor or nurse regarding when to clamp. Most hickman* and broviac* catheters come with pre-attached clamps and reinforced clamping sleeves.¿. A lot history review (lhr) of huan0245 showed two other similar product complaints from this lot number.

Event description:
It was reported on (B)(6) 2017, that the device was opened and a hole in the tubing was noticed near the hub. The product was not used on the patient.